Manufacturer narrative:
The pod was received not deployed. Investigation results found the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in completion of the second priming sequence without the needle deploying. Poor continuity between the commutator cap and rotational sensors was observed through inspection of the drag marks on the commutator cap. This was the cause of the rotational sensor malfunction. Upon manually turning the ratchet gear, the needle was found to deploy normally.

Manufacturer narrative:
Corrected pod serial number to (B)(6) and product to from 14810 to 19191.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn.